Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: needle got stuck in the device and broke in half. Broken half fell into patient and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.